Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having trouble with sensor and received a sensor error. It was reported that sensor did not go into the warm up period. Customer was educated on how to apply sensor tape. When customer removed sensor, it was found that cannula was missing. Customer was advised that cannula may have retracted.